Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) alert was triggered for an out of range pace impedance on the right ventricular (rv) lead of this pacemaker, a year ago. The lead was recently checked in the bipolar configuration and pace impedance still measured greater than 2000 ohms and would not capture. There are no stored noise events over the passed year; however noise was sensed when the lead was in bipolar configuration. The threshold and impedance measurements were normal in unipolar configuration and the patient is less than 1% rv paced. As such, there is no intervention planned at this time. No adverse patient effects were reported.